Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the error code generated for the device, was a battery failure. It was noted that the battery required replacement. The km responder reported that the customer was provided with a quote for replacement. Additional details were found, and it was noted that the battery a damaged. No further details were provided regarding the damage. Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the battery has been replaced, and the issue was resolved. It was reported that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
E: (B)(6).